Manufacturer narrative:
The insulin pump was programmed with contour next test glucose meter. The insulin pump communicated properly, recorded the 94 mg/dl test value properly from glucose meter. The insulin pump sensor feature is working properly. No unexpected bg meter communication errors or anomalies were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that her blood glucose was 400mg/dl. The customer reported the pump died the other night. The patient awoke with high blood glucose, and they cannot get the meter and pump to communicate any more. The customer declined the high blood glucose troubleshooting. The insulin pump will be returned for analysis.